Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that while setting up the pump and vapr tower before a case the fms foot pedal was tangled with other chords and fell on the ground. This incidence caused the forward pedal on the fms pedal to break off. The complaint device was received and evaluated. Visual observations confirm that the pedal on the right side was broken. In addition, the device didn¿t present any evidence of debris or corrosion. The functional test was not performed due to the damages in the pedal. The complaint can be confirmed. The root cause for the reported failure, as per event description indicates the device was fall out on the ground causing the pedal broken off. A manufacturing record evaluation was performed for the finished device serial number:(B)(6), and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that while setting up for a rotator cuff repair procedure, the foot pedal(fms vue/nextra) device got tangled with other chords and fell on the ground. This incidence caused the forward pedal on the device to break off. Another like device was used to complete the procedure successfully without delay. There were no adverse patient consequences reported. No additional information was provided.